Event description:
It was reported that a pt underwent a total laparoscopic hysterectomy procedure on (B)(6) 2011. The pt had a very large uterus. During the procedure, the unit had power but would not drive the handpiece. The procedure was completed with no add'l tissue dissection and no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.